Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 has a crack in tube on top and inside. This resulted in device getting wet. No patient adverse events reported.,

Event description:
Additional information issue discovered (B)(6) 2021 during testing. No patient involvement

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Received device in good condition with no physical damage. A product sample was received for evaluation. Visual and functional testing were performed. The technician filled water into reservoir tank, installed temperature check, installed f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. The device was powered on and overtemperature alarmed. Removed back panel for further investigation. Visual inspection and found that there was a crack in the return tube which had leaked water, and damaged multiple internal components. This confirmed customer reported reason. The root cause of the reported issue was found to be a cracked return tube which leaked water. This was due to the design. The technician replace return tube and printed circuit board (pcb).